Manufacturer narrative:
The manufacturer was not able to duplicate the reported events or find any failures/malfunctions with the unit. Based on a review of the device IFU, the electrode not being fully inserted into the cannula is a potential cause for the temperature not rising properly and the device producing a high impedance error. The IFU also lists several other potential causes for temperature rate and high impedance related issues. However, since no failure was confirmed with the returned device, no further root cause determination was performed.

Event description:
It was reported that the device would not get up to temperature and had a high impedence error. The patient had already received anesthesia when the procedure was cancelled. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that the device would not get up to temperature and had a high impedence error. The patient had already received anesthesia when the procedure was cancelled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.